Event description:
It was reported that the customer's insulin pump stopped working. No further details given.

Manufacturer narrative:
Findings: pump received with blank display due to b1/ib broken solder joint. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.